Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition was found upon power up in the general patient ward. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. The user interface module software version is 5.09.90 - remediated colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and duplicated by baxter service personnel. The root cause of the condition was determined to be damaged main batteries. The main batteries and battery harness were replaced to correct this condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.